Event description:
Laser fiber wire was used on the right ureter stone and the tip of the fiber broke on the stone. The laser fiber wire was removed with no fiber left in the patient. A new laser fiber was used for the rest of the surgery.